Event description:
It was reported that the patient arrived at a clinic and had a ¿cut catheter coming out of his back¿. No therapy details were available. The patient reportedly appeared confused and was unclear about implant history. It was again noted the patient was confused. The type of medication being delivered via the device system was not provided. It was later reported that the device manufacturer representative was told there were no patient symptoms related to the event. The catheter reportedly came out of the patient¿s skin; it exited the patient¿s skin at the anchor site. In terms of if there was a revision or replacement, ¿not yet¿ was reported. The patient was reportedly ¿fine¿ when they went to the clinic in terms of how they were doing. No troubleshooting or further actions had been taken. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "one day" the patient was riding in the car and felt like something was crawling and thought what he had was a bug but instead it was 8inches of "hose" that came out of the patient's back. This reportedly occurred last (B)(6) 2013 which was "about 2-3 weeks" after the pump was implanted. It was also noted that the patient went to a different health care provider (hcp) because he thought it was strange that he had a pump for "20 years" and was directed to a hospital due to preventing a possible infection. As a result, the whole pump and catheter system was removed. The patient hadn't had an implant since then. It was reported the whole system was at first reported as removed in (B)(6) 2014 however it was then clarified as (B)(6) 2014. It was noted the patient "might be off on his dates" but wasn't sure. The patient had never had any issues with the pump until the "new" hcp started putting them in. The patient had reportedly experienced a bad headache and the hose was hanging out of him. The pump ended up having to be removed because the hcp's were concerned about a spinal infection. The patient had been leaking "something" out if his spine like he had "peed in the bed" and the hcp had told the patient that was "normal" and "never had anything leak out of him before and never had that issue". The hcp told the patient that if he "didn't like how" they could take the pump out and was "real nasty" to the patient. The patient reportedly updated the hcp on how the headaches were knocking him down and that was when the hcp told the patient he could come in and have the implant removed. It was lastly noted the patient had no issues with the first implanting hcp. The type of medication being delivered via the device system at the time of the event was not provided however hydromorphone was listed as an old medication.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).